Event description:
It was reported by a company representative that high impedance was received at a follow-up appointment. The patient was referred for x-rays and the device was not programmed off as recommended. The last known good diagnostics were from march. No patient trauma or manipulation was reported to have contributed to the reported high lead impedance. X-rays will not be provided to the manufacturer for review and revision surgery has been scheduled.

Event description:
An implant card was received on (B)(6) 2012, indicating that the lead was explanted due to a lead fracture. Additionally, follow up was performed with the explanting hospital and it was indicated that the explanted products were discarded following surgery. Prior to the replacement the patient had reported not feeling stimulation as strongly as she had previously, per the physician this was also believed to be related to the high impedance as there were no other known contributing factors. A review of programming history, available in house did indicate that high impedance, with a dc/dc = 4 was observed as far back as october 2010

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device manufacture date: corrected data: the manufacture date was incorrectly reported on the initial report. Type of report: corrected data: 30-day report was inadvertently no checked on the initial report.

Event description:
Additional information was received on (B)(6) 2012 indicating that revision took place on (B)(6) 2012. Attempts for product return have been unsuccessful to date.